Event description:
Per the clinic, the patient reported pain and was treated with a prolonged course of antibiotics (date, type and duration not reported) however, the issue could not be resolved. The device was explanted on (B)(6) 2021, and the patient was reimplanted with another cochlear device during the same surgery.